Manufacturer narrative:
(B)(4). (B)(4). Results: according the visual inspection, the broken needle had strong marks in the swaging area. Conclusion: the device info for use cautions the user that "to avoid damaging the needle points and swage areas, grasp the needle in an area one third to one-half the distance from the swaged end to the point. Care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instrument such as forceps or needle holders". This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-01431. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a bilateral breast mammoplasty procedure on (B)(6) 2009. A broken needle was returned for eval with the customer reporting needle breakage.